Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr xl litigation complaint received ad 19 dec 2022. Patient was revised due to pain, discomfort, increase metal levels in blood including cobalt and chromium, permanent injuries, emotional distress, disability, disfigurement and economic damages including medical expenses. Doi: (B)(6) 2008. Dor: (B)(6) 2022. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated the following: the patient was revised due to pain and discomfort on his left hip. The patient blood tests demonstrated increased levels of cobalt and chromium. MRI demonstrated formation of a likely pseudotumor. There were some corrosion noted around the interface of the head with the neck but no damage noted to the trunion. Upon reaming the implants, there were some cancellous bone chips obtained and placed into the acetabulum and reverse reamed to fill up the voids in the bone.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.